Manufacturer narrative:
Addditional information provided by the customer indicated the patient has recovered and will need to take antiplatelet medications (duration of treatment unknown).

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Only the proximal end of the pusher was returned for analysis. The implant, microcatheter, packaging, distal end of the pusher, and introducer were not returned. The pusher was found to be broken just distally of the pet transition location. The body coil was stretched and the lead wires broken. Additionally, a separated stretched portion of the body coil was returned. The transition section of the pusher was compressed and damaged. The unit is severely damaged, preventing a detailed root cause investigation. Based on the investigation findings and available information, the reported complaint cannot be verified. The pusher was severely damaged upon receipt. The missing components, namely the implant, distal end of the pusher, and microcatheter are considered critical to the root cause investigation. The observed damage has historically been related to excessive force being applied to the device.

Event description:
It was reported that stent-assisted coiling was performed for a left vertebral artery aneurysm. After implantation of two stents at the aneurysm site, the coil was placed into the aneurysm using the jailing technique through a microcatheter; however, the coil and microcatheter markers were not aligned. An attempt was made to withdraw the pusher, but the pusher stretched. An attempt to detach the implant coil was unsuccessful and a snare device could not retract the pusher. The pusher was pressed against the vessel wall with another stent and then withdrawn to the femoral access site, where the stretched pusher was cut and then sutured under the skin. There was no reported patient injury or serious health damage.